Event description:
Hospitalization due to fall and broken ribs. Missed 5 days during hospitalization. Permission to contact reporter: no. Prescriber details: prescriber name: (B)(6) telephone number: (B)(6) mailing address:(B)(6).